Manufacturer narrative:
Sample is available to be returned for investigation. It is yet to be received.

Event description:
The even occurred on an unknown date. The customer reported a leaking plum oncology set during chemotherapy. There was patient involvement, but no harm reported.

Manufacturer narrative:
No list # 140099290 product samples, videos, or photographs were returned for investigation. The lot history was reviewed and there were no nonconformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.